Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Customer attempted to resolve the issue by inspecting the o-ring and cleaning debris from the pneumatic tap area, as instructed by technical support. However, the cartridge could not be successfully loaded onto the pump, leading to further referral for escalated troubleshooting.